Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported issue was confirmed, the image error could not be captured due to noise. The image noise is due to failure of the printed circuit board. The cause of the defective printed circuit board is unknown. Also, the fan does not rotate due to converter failure. Additional information was requested from the customer regarding the details of the reported event is pending. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer visera pro video system center has no image. The customer problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional details for the event description (b5). The director at the user facility further reported the event problem was found during an unspecified procedure. The intended procedure was completed using the same device as the image returned to normal by removing the connector position and re-inserting. No harm to the patient was confirmed. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The review of the repair history indicates the device was last serviced via repair on february 17, 2021 for ¿noise occurred due to contact failure caused by fluid adhered to the video contacts. The video connector socket was replaced. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. Based on the information available, the phenomenon of¿ noise appeared on the image, and image was not displayed¿ occurred due to a faulty ap board and the phenomenon of the fan did not rotate because power was not supplied to the fan due to a faulty convertor. However, the cause of faulty ap board and convertor are unknown.

Event description:
The director at the user facility further reported the event problem was found during an unspecified procedure. The intended procedure was completed using the same device as the image returned to normal by removing the connector position and re-inserting. No harm to the patient was confirmed.